Event description:
A hospital in (B)(6) reported that the mr850 alarmed when trying to connect an rt200 adult breathing circuit to the heater wire adaptor.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wires in the inspiratory and the expiratory tubes of the returned rt200 adult breathing circuit were tested using a multimeter. A continuity test was used to locate the break in the heater wires. Results: no fault was found with the heater wire in the expiratory tube. The inspiratory heater wire was open circuit due to a break in connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for lot number 110112. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection.